Event description:
The customer reported being hospitalized due to high blood pressure and high blood glucose of 720mg/dl. The customer stated that she passed out and her son called the paramedics. The customer was treated and released four days later. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.